Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient's neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. Caller reported poor communication. Patient tried charging but was not able to start a charge session. Patient had the recharger right against the ins site. Caller stated that the battery is completely depleted but has not been that way for an extended period of time, maybe a week. Patient was currently in (B)(6) for work. He is not able to call in to troubleshoot himself because he works during the day and not able to bring his insr to work. The caller requested physician listings near (B)(6) so the patient can make an appointment to receive assistance from the hcp. No troubleshooting could be performed over the phone due to the lack of access to product. No symptoms were reported. An exact event date was not provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.